Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and alopecia outcome was unknown. The reporter considered alopecia, headache and pelvic pain to be related to essure. The reporter commented: essure was inserted in 2010 and 2013. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("single viable early intrauterine pregnancy /in 2013 she became pregnant with an intrauterine pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy. Concurrent conditions included menorrhagia, menses irregular with excessive bleeding, hypertension, arthralgia, myalgia, dyspareunia, tendency to bruise easily, dysmenorrhea and pelvic adhesions. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy; right salpingectomy). Essure was removed on 20-feb-2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, headache, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: essure was inserted in 2010 and 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: pathologic diagnosis; coll. Date: (B)(6) 2018 uterus, cervix, bilateral tubes and left ovary (total hysterectomy and bilateral salpingectomy with left oophorectomy); cervix: no significant histopathologic change. Uterus: proliferative endometrium, left ovary: hemorrhagic corpus luteum fallopian tubes: no significant histopathologic change.. Pregnancy test urine - on (B)(6) 2012: positive.. Ultrasound abdomen - on (B)(6) 2012: transabdominal images show a uterus, measuring 10.1 x 4.4 x 5.9 cms in size. Images do show what appears to be gestational sac within the endometrial canal.. Ultrasound pelvis - on (B)(6) 2017: the uterus is normal in its size and echogenicity, uterus measuring 8.3 x 5.1 x 4.4 cm. The endometrium is normally outlined and endometrial thickness on the endovaginal study is 5.4 mm. The ovaries are normal in their volume in echogenicity. A 3.1 x 3.6 cm cyst with septations seen in the left ovary. The septations are thin and no mural nodules are seen. Blood flow to the ovaries is normal. Possibly is essure coil is adnexa. No pelvic mass or fluid collections are seen. Most recent follow-up information incorporated above includes: on 17-apr-2019: mr received : reporter's information updated. Events - pregnancy with essure and device ineffective were added. Concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("foreign body fragments \ failure to occlude (close) fallopian tube(s)"), pelvic pain ("pain\ lower pelvic pain"), pregnancy with contraceptive device ("single viable early intrauterine pregnancy /in 2013 she became pregnant with an intrauterine pregnancy\ pregnancy (no complication)") and tooth fracture ("dental problems:tooth cracking\ breakage") in a 37-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, ectopic pregnancy and abortion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menorrhagia, menses irregular with excessive bleeding, hypertension, arthralgia, myalgia, tendency to bruise easily, pelvic adhesions, obesity, multigravida and parity 2 (date of births: (B)(6) 2007, (B)(6) 2010). Concomitant products included carvedilol from 2015 to 2018. In (B)(6) 2010, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("hip pain \joint pain") and pain in extremity ("down leg pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression") and was found to have weight increased ("weight gain"). In august 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In december 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("vision/eye problems type: decreased vision") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with sodium bicarbonate (baking soda) and surgery (removal of uterus, cervix, bilateral fallopian tubes and left ovary and bonded teeth, pulled teeth, fixed chipped tooth. Crowns and rrot canal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, tooth fracture, headache, alopecia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hypertension, hot flush, mood swings, nausea, anxiety, depression, dyspareunia, fatigue, abdominal distension, constipation, diarrhoea, weight increased, visual impairment, pain in extremity, night sweats and vision blurred outcome was unknown, the migraine had resolved and the dysmenorrhoea, back pain and arthralgia was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypertension, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth fracture, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Total occlusion left tube 2. Foreign body fragments. Pathology test - on (B)(6) 2018: pathologic diagnosis; coll. Date: (B)(6) 2018. Uterus, cervix, bilateral tubes and left ovary (total hysterectomy and bilateral salpingectomy with left oophorectomy); cervix: no significant histopathologic change. Uterus: proliferative endometrium, left ovary: hemorrhagic corpus luteum. Fallopian tubes: no significant histopathologic change. Pregnancy test urine on (B)(6) 2012: positive. Ultrasound abdomen on (B)(6) 2012: transabdominal images show a uterus, measuring 10.1 x 4.4 x 5.9 cms in size. Images do show what appears to be gestational sac within the endometrial canal. Ultrasound pelvis on (B)(6) 2017: the uterus is normal in its size and echogenicity, uterus measuring 8.3 x 5.1 x 4.4 cm. The endometrium is normally outlined and endometrial thickness on the endovaginal study is 5.4 mm. The ovaries are normal in their volume in echogenicity. A 3.1 x 3.6 cm cyst with septations seen in the left ovary. The septations are thin and no mural nodules are seen. Blood flow to the ovaries is normal. Possibly is essure coil is adnexa. No pelvic mass or fluid collections are seen.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("foreign body fragments \ failure to occlude (close) fallopian tube(s)"), pelvic pain ("pain\ lower pelvic pain"), pregnancy with contraceptive device ("single viable early intrauterine pregnancy /in 2013 she became pregnant with an intrauterine pregnancy\ pregnancy (no complication)") and tooth fracture ("dental problems:tooth cracking\ breakage") in a 37-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, ectopic pregnancy and abortion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menorrhagia, menses irregular with excessive bleeding, hypertension, arthralgia, myalgia, tendency to bruise easily, pelvic adhesions, obesity, multigravida and parity 2 (date of births: (B)(6) 2007, (B)(6) 2010). Concomitant products included carvedilol from 2015 to 2018. In (B)(6) 2010, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("hip pain \joint pain") and pain in extremity ("down leg pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("vision/eye problems type: decreased vision") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with sodium bicarbonate (baking soda) and surgery (removal of uterus, cervix, bilateral fallopian tubes and left ovary and bonded teeth, pulled teeth, fixed chipped tooth. Crowns and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, tooth fracture, headache, alopecia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hypertension, hot flush, mood swings, nausea, anxiety, depression, dyspareunia, fatigue, abdominal distension, constipation, diarrhoea, weight increased, visual impairment, pain in extremity, night sweats and vision blurred outcome was unknown, the migraine had resolved and the dysmenorrhoea, back pain and arthralgia was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypertension, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth fracture, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). 1. Total occlusion left tube 2. Foreign body fragments. Pathology test - on (B)(6) 2018: pathologic diagnosis; coll. Date: (B)(6) 2018. Uterus, cervix, bilateral tubes and left ovary (total hysterectomy and bilateral salpingectomy with left oophorectomy); cervix: no significant histopathologic change. Uterus: proliferative endometrium, left ovary: hemorrhagic corpus luteum fallopian tubes: no significant histopathologic change. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2012: transabdominal images show a uterus, measuring 10.1 x 4.4 x 5.9 cms in size. Images do show what appears to be gestational sac within the endometrial canal. Ultrasound pelvis - on (B)(6) 2017: the uterus is normal in its size and echogenicity, uterus measuring 8.3 x 5.1 x 4.4 cm. The endometrium is normally outlined and endometrial thickness on the endovaginal study is 5.4 mm. The ovaries are normal in their volume in echogenicity. A 3.1 x 3.6 cm cyst with septations seen in the left ovary. The septations are thin and no mural nodules are seen. Blood flow to the ovaries is normal. Possibly is essure coil is adnexa. No pelvic mass or fluid collections are seen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lawyer was added. Reporter's information was added. Lot number was added. Events- vaginal bleeding, menorrhagia, bladder problems, urinary problems, hypertension, tooth cracking, hot flashes, mood swings, migraines , nausea, anxiety, depression, bloating, dysmenorrhea, dyspareunia, fatigue, constipation, diarrhea, decreased vision, weight gain, back pain, leg pain, hip pain, night sweats, blurry vision, device breakage were added. Treatment & concomitant drugs were added. Lab test was added. Concomitant condition & medical history was added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.